Event description:
This letter is to inform you of receipt of information about an adverse event regarding a product which (B)(6) did not manufacture or import. The report comes from dr (B)(6) concerning the pinnacle introducer sheath (11f, 10cm). Lot #0000543835. Order no./ref: rss102. Manufactured by: (B)(6). Please see event description below for more details: it was reported that when reintroducing the swan-ganz catheter through the sheath ((B)(6) pinnacle introducer sheath) in internal jugular (ij) vein after cardiomems sensor deployment, it would not track down the superior vena cava toward the heart. The physician injected some contrast through the sheath to investigate, and a small amount of contrast was filling the area outside of the vein and into the chest cavity. Surgery or interventional radiology procedure was not required. The patient was kept overnight in the medical intensive care unit (ICU), and a chest x-ray showed no abnormalities. The patient was discharged the following day. The physician felt that there was a small perforation in the ij (internal jugular) vein responsible for the contrast filling the area outside of the vein and into the chest cavity. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).